Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening.

Event description:
The patient had right si joint arthrodesis in (B)(6) 2020 where one implant was installed in conjunction with a long spinal fusion construct. The patient later complained or a recurrence of pain symptoms. The surgeon determined lucency around the distal tip of the right side si joint implant and that it may not have been fully fused in bone. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the right side si joint implant and filled the explant void with bone graft. He then added two additional implants of the same type to the right si joint to help fixate the si joint. The status of the patient following the revision procedure is not known.